Manufacturer narrative:
Dr. (B)(6) did a CABG on the (B)(6) on an elderly lady who was a jehovah witness. He has a cardio thoracic as an assistant who does the vein stripping. They did a two vessel bypass. On the (B)(6) had an alleged clip slippage which he believed contributed to the death of one of his patients. He used the medium clips on this patient. Per dr. (B)(6) he could not resuscitate and could not give a transport due to the patient being a jehovah witness. Slippage 6 days after surgery is unlikely. On the (B)(6) vesocclude reviewed clips being marketed to see if any defective related products had been identified in market and verified that the arwyp issue was isolated to that hosp. On the (B)(6) vesocclude conducted a test comparing vesoccclude to horizon (world leader) and sls (vitalitec). This was documented on appendix b - test request - 0009. Smaller leg gaps = better vessel closure; summary: vm leg gap avg: 0.0033 (vm applier) to 0.0037 (horizon applier) inches - smallest. Vitalitec leg gap avg.: 0.0041 inches -middle; horizon leg gap avg: 0.0053 inches-largest. Therefore by design, the vesocclude clip provides a better clip closure. On the (B)(6), (B)(4) immediately removed the open boxes of vesocclude clips and medium blue clip applicators from the theatre. It was also the first time that (B)(4) noticed that there were still some sls (vitalitec) stock and applicators in the theatre. The regular scrub sister who works and knows our product was not on duty that evening and someone else did the loading of the vesocclude clips in order to clip all side branches. It is possible that the physician used sls clips or attempted to close the vesocclude clips with sls applicators.

Event description:
Dr. (B)(6) did a CABG on the (B)(6) on an elderly lady who was a jehovah witness. He has a cardio thoracic surgeon as an assistant who does the vein stripping. They did a two vessel bypass. On the (B)(6) had an alleged clip slippage which he believed contributed to the death of one of his patients. He used the medium clips on this patient. Per dr. (B)(6) he could not resuscitate and could not give a transport due to the patient being a jehovah witness.